Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evaluation. The customer's report relating to failed self test was observed during review of the device data logs. However, the device was put through extensive testing bench testing without duplicating the report. An internal inspection of the device found no discrepancies. The customer's report relating to no power up was not replicated or confirmed. The device was put through extensive testing including power cycling, bench handling using a known good test battery and an auxiliary power supply independently without duplicating the report. The monitor board and dock connector were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of these types have not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.